Event description:
The customer's parent reported that the sensor glucose readings were inaccurate. The customer's sensor glucose reading was 10.0 mmol/l but an hour before their blood glucose level was 26 mmol/dl. In another instance the customer's low blood sensor was triggered at 8.3 mmol/l but their blood glucose level was 14.3 mmol/l. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.